Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, software test passed, hardware test failed. The site biomed representative reported that during testing the navigation system would intermittently power cycle. The monitor has intermittent power for a few seconds then comes back. During inspection, the navigation system had one episode of the monitor going blank and coming back after a second. Checked all cables from monitor and did not see any defects. Will continue to monitor. System resumed performing as intended. Return requested. Replacement monitor 19inch shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that, during testing, the navigation system experienced intermittent power cycling. The biomed representative inspected the power cable and did not identify any damage. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device, completed on 07/28/2015, finds that the image is normal and no power cycling was observed after the monitor was connected to a test system for a multi-day burn-in test. Testing was unable to replicate the reported event.